Event description:
In 2009, the patient reported that for the past 2 weeks she has had repeated e4 (occlusion) errors and elevated blood glucose readings up to 228 mg/dl. Her normal range is around 130 mg/dl. She has no symptoms and boluses insulin to correct her readings. She stated she changed her insulin to correct her readings. She stated she changed her insulin cartridge, infusion headset and tubing. She said she received another occlusion today when she tried to bolus. To troubleshoot, the patient was instructed to disconnect from her insulin infusion headset and prime through the tubing. She received an e4. She was then instructed to disconnect from her tubing and prime through the cartridge. Insulin flowed without error. She attached a new tubing and she primed without further error. She then reconnected to her headset and successfully bolused 3 units of insulin. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.